Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that when delivering a 14 j shock while attempting to implant this implantable cardioverter defibrillator (ICD) a code 1004 was observed, indicating a short circuit condition. As a result, the procedure was completed using another device. No adverse patient effects were reported.